Manufacturer narrative:
Corrected data can be found in the h6 fields.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that recoverable faults occurred against universal surgical manipulator (usm) 2. The site recovered the fault and later disabled the usm. The system was power cycled and it powered back up without error. The intuitive technical support engineer (tse) confirmed recoverable errors occurred in the logs. The site and finished the procedure. There were no reports of patient injury. Intuitive surgical inc.(isi) followed up with the initial reporter and the following additional information was obtained: the case was completed with x3 arms. The system was restarted. The fault was cleared and usm 2 was able to be used.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) followed up with the site and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. The usm arrived at failure analysis and was placed on test system in normal mode where it confirmed and replicated error 31226. The usm was also tested on a psc fixture test platform (pftp) where it failed fiber tests on the clock spring. A gold clock spring fiber was installed, and the error went away. The original clock spring fiber was re-installed, and the error came back.